Event description:
It was reported during preventative maintenance testing, ventricular output current measured lower than the setting on the device. The device was returned for service. There was no patient involvement.

Event description:
It was reported during preventative maintenance testing, ventricular output current measured lower than the setting on the device. Test and calibration.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis could not confirm the customer comment. Analysis did find that the upper case, battery drawer, ring cover, and side bail cover were broken. The display was out of specification (gasket was sticking out into the display area) and the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.